Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused meropenum during therapy (programmed amount and delivery rate unknown) using a cl continu-flo soln set, product code 2c8519, lot # unknown, secondary set, product code 2c7461, lot # unknown. Meropenum was hung and the pump programmed per monograph; the reporter returned to flush the medication and half the volume of the medication remained in the bag. The reporter had initially added an extra 15 mls overfill. The reporter had to add two additional amounts, one of 25 ml and another of 15 ml to complete the medication. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Evaluation found the device to pass all flow rate testing with a maximum underlivery of -2.36%, which is within specification. Upon review of this evaluation, it was concluded that the reported malfunction "under infusion using a cl continu-flo soln set and a sigma pump" could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-02489 can be removed from the FDA database.